Event description:
Ventilator is used in critical care unit. The I to e ratio changed with inspiration becoming longer, and the sound of the flow rate decreasing. The ventilation lcd indicator light went out, and the ventilator quit (stopped cycling). The pt was then switched to another ventilator. MFR was notified. The biomed person from MFR took the ventilator and supplied a loaner, and said they will inform the FDA of their findings.